Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Therefore the exact root cause of the reported issue could not be determined. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a male patient had an ac adapter that was not supplying power to their controller when connected to the power port on the controller. When connected to the wall plug, the green light was lit on the power box but the controller displayed a message of "power disconnect, connect power". The ac adapter was inspected and no damaged was noted. The device had not been dropped and it is unknown if there was an audible click heard with connected to the controller. The ac adapter was replaced with no patient consequences.